Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: (B)(6)); product type: 3294-generator product ID pscc100 (0012702708); product type: 0609-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the pulseselect procedure, a pericardial effusion was recognized. Pericardial synthesis was performed to drain the effusion, after which the ablation procedure continued. The case was completed with pulsed field ablation. The patient was stable upon conclusion of the procedure and was admitted to the intensive care unit for observation. Hospitalization was extended due to the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012667494 was returned and analyzed. Visual inspection of the shaft, handle, and dilator did not reveal any anomalies. The handle, shaft and side port were intact with no apparent issues. Functional testing was performed and no anomalies were discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. Leak testing was performed. The pressure and aspiration tests were in the acceptable ranges. The shaft, side port, and valve were all leak-tight with no apparent issues. In conclusion, the reported clinical issues (effusion and hypotension) occurred during the procedure and there is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that while the right superior pulmonary vein (rspv) was being ablated, anesthesia noticed a drop in blood pressure and manipulation of the intracardiac echocardiography (ice) catheter confirmed the pericardial effusion.